Event description:
(B)(4). It all started in (B)(6) 2013 after I had the procedure done. My doctor had trouble placing the coil on the right side and for a whole year afterwards (until (B)(6) 2014) I had constant pain to the point I was taking pain pills to get rid of it and even then it would only be temporary relief. Now, every time I get my period the pain comes back for the duration of the period, and for the last 2 days of every cycle, I have this nasty foul-smelling brown discharge. It's not blood, or if it is, it is very dried blood and it makes my vagina itch and become sensitive. Essure has also caused me to bloat excessively in my stomach area, even after I lost 50 lbs after my second child. I cannot get rid of my stomach area, and I am constantly bloated no matter what. Also, essure has messed with my emotional state badly as I am depressed a lot of the time. One more thing, my left leg goes numb every single week for several days out of the week. It is always a different day of the week, but it goes numb to the point I have to walk 24/7 to get relief. I never had any of these symptoms prior to essure. I am confident I have a nickel allergy to this device, but I have not been tested for the allergy. I have visited the ER once for my leg pain ((B)(4), 2015), but the physician did not do anything for my leg.